Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type lead.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the short/open impedances was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 16-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that during an ins replacement (due to normal use/depletion) and impedance check showed a possible short on electrodes #10 & 12 and a possible open on #13 & #14. The hcp was made aware of the situation. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.